Event description:
The customer reported that there was a system file error and the system would not boot up. There is no report pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.